Event description:
The customer reported that the surgeon could not pull the trigger to activate the knife blade to cut the pt's tissue. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the webbing was protruding.

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. This can happen when the user places excessive tension on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused the webbing to protrude. The webbing was not sharp.